Manufacturer narrative:
Investigation: investigation summary: review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed that one damaged grip was found during the sampling at zone 5 and a (B)(4) was generated. No further reject activity findings throughout the build of this lot were disclosed that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing: although a sample was not provided for observations and testing; photos were provided: photos revealed: the unit was a bd insyte autoguard bc which consisted of the needle/hub assembly that was partially retracted within the safety shield (barrel). The button was completely depressed and there were traces of dried media. The grip was damaged. Observed there was damage to the grip where the end of needle/hub was observed. The damaged grip was identified as the source that restricted the needle from fully retracting. Evaluation of the photo provided for this incident revealed damage to the grip that hindered the needle from fully retracting. Investigation conclusion: confirmation of the subject of needle retraction failure, as stated in the pir, was conclusive based on the evaluation of the photos provided for this incident. The photos displayed damage to the grip component which hindered a full retraction of the needle into the barrel upon activation. This was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. Confirmation of the failure of needle retraction failure was conclusive based on the observations of the photos provided for this incident. Root cause description: relationship of device to the reported incident: manufacturing ¿ the cause of the retraction failure reported in this pir was damage to the grip. Comment: the plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A quality improvement project was completed to minimize damage to the grip at the plug load station. The gathering plates at the plug load station have been modified to minimize the chance of damaging the grips.

Event description:
It was reported that the safety mechanism did not retract on a bd insyte¿ autoguard¿ bc shielded IV catheter with bc during use. No injury or medical intervention.